Event description:
The pt received her scs system on (B)(6) 2007. It was reported that the device suddenly stopped working later that year. Reprogramming of the device was unsuccessful and lead impedance testing showed all valid contacts. In addition, testing of the pt programmer revealed no issues. The system appeared to be intact on x-ray. The leads were disconnected from the ipg and tested. Normal impedances were again noted. The physician explanted and replaced the ipg on (B)(6) 2007. The existing leads were connected to a new ipg and the pt was doing great with good stimulation. The explanted ipg was returned to ans for analysis.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Ipg failed both manual and auto tests. It appears a pcb component has failed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.